Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.

Event description:
It was reported that a patient experienced a pericardial effusion. The procedure was cancelled. During a pulsed field ablation (pfa) procedure, a versacross connect access solution for faradrive was selected for use. The transseptal access was completed with no issues reported, and while the physician was mapping it, a pericardial effusion was noticed. A pericardiocentesis was performed to solve the issue and the procedure had to be cancelled. Patient recovered and is doing okay. The device is not expected to return (disposed). There were multiple attempts to find a position on septum before tsp was performed along with dilator. There was only one attempt made for tsp. No reason to believe that the versacross wire malfunctioned during the procedure. In the physician's opinion, the versacross device did not contribute to the adverse event.